Event description:
The customer reported the ventilator had a power issue. The customer reported the device was not in use therefore there was no patient involvement or harm. The manufacturers field service engineer (fse) was unable to duplicate the reported problem. The fse reported review of the device diagnostic log noted a power fail occurrence during normal ventilation operation. The fse replaced the power supply and power switch as a precaution to address the reported problem and findings. Applicable final testing was performed per operating specifications and passed.

Manufacturer narrative:
Date (B)(6) 2014. The power supply was tested and no failures were identified. This report is being submitted as part of the remediation for CAPA (B)(4).